Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in colonoscopy on (B)(6) 2022. According to the complaint, during the procedure, the clip would not completely release from the catheter, in order to release the clip it was removed from the mucosa, and then lost in the colon. It was noted the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result to this event. The patient condition at the end of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.